Event description:
Customer reported that battery port had broken off. There was no reported impact to customer's blood glucose level. No additional information was received regarding the outcome of the event, as customer declined follow-up.